Manufacturer narrative:
Internal report reference number: (B)(4). Pen needles were not returned for evaluation. Most likely underlying root cause: mlc-28: there was not enough information to determine the mlurc. Manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint that when she uses the pen needles and attempts to inject her insulin, she gets a burning sensation. Customer did not need medical intervention related to the use of the pen needles. Customer has been using the product for about three months. The package had not been opened or damaged when received by customer. At the time of the call the customer felt well and did not report any symptoms. Customer declined to return any of the pen needles for investigation.